Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) 4 years after implant due to unknown reasons. Pinhole in cuff was found. Cuff was explanted and replaced. No information about the patient outcome is available at the moment. Additional information was requested. Additional information received. Patient experienced recurring incontinence. No adverse patient effects. Pinhole in hole was found after unwrapping cuff from urethra during revision.